Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. A damaged clamp rubber was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the clamp rubber was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be filed.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to a damaged clamp rubber. There was no patient involvement. No additional information is available.